Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v360244, implanted: (B)(6) 2009, product type: lead.

Event description:
It was reported that the patient had a loss of therapeutic effect and noticed for the past 6 months they had a return of symptoms. The issue had become worse so that they don&#62752;go anywhere anymore, had to stay near a bathroom, had to take showers all the time, and had to do laundry all the time because they could not hold their urine. There was no known accident or incident reported that was associated with the event. The patient stated that they only had 2 channels and had tried both but could not go any higher as it was too painful. The patient was currently on program 1 at 6.0 volts and changed to program 2 at 6.1 volts. The patient also stated that there were only 2 icons on the top row of the programmer screen: stimulation on and programmer battery icon. Additional information received noted that the patient was having concerns regarding their device or therapy but was working with their physician or the manufacturer's representative. Appointment date was noted as (B)(6) 2014. Additional information from the patient reported they had the device put in about 6 years ago and the results were great. Then the patient reported they went to their healthcare professional (hcp) to get a new program since the ones they had their device weren't working. After a few changes of programs the device quit working. The hcp thought it might be the battery so the patient went through surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.